Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the knob required repair, the upper case was broken and the menu control knob was missing. The main printed circuit board and c277 was damaged. Both wires on the liquid crytsal display were pinched but not comprised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) device knob needed repair. The epg was missing a button above the pulse button. The device was returned for repair, test and calibration. There was no patient involvement reported